Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair has not yet been performed due to a customer billing issue which needs to be rectified. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. This event occurred during a transport; however the field service engineer (fse) unable to confirm. No patient injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and noted that during the initial inspection, the iabp console was separated from the hospital card and a large dent was noted on the rear of the iabp console. The stm installed the console into the hospital card and immediately heard the helium leaking. Further investigation determined the handle on the rear of the console was driven into the console resulting in damage to the helium fill assembly as well as the pressure and vacuum hoses. The stm ordered parts then returned to the customer's site at a later date to complete the necessary repairs. The stm replaced various screws, nuts, and washers, the pivot standoff, pivot bearing spacer, pivot bushing, helium reservoir assembly, pressure tube assembly, vacuum tube assembly, console cover, wheel assembly, slide handle assembly, helium tank valve knob, handle, and helium cylinder. Subsequently, the stm performed preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. Unrelated to the reported issue, the stm noted that the doppler had been removed from the hospital card. The end user has advised that the doppler is utilized when the iabp unit is in rescue mode and is located in the customer's transport bag. The iabp unit was cleared for clinical use and released to the customer.